Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for another indication, on an unreported date while hospitalized; the patient was diagnosed with peritonitis. On an unreported date the patient was treated with sefazol 1 gram per day for three weeks (route not reported) and fortum 1 gram (route, frequency and duration not reported) for the peritonitis event. The cause of the peritonitis was a break in aseptic technique further described as the patient did not wear a mask. On an unreported date the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.